Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella device for mechanical circulatory support. It was reported that there was successful coronary artery bypass grafting x 2 with the impella ld implant; however, heparin was withheld due to bleeding. The patient was successfully weaned from the impella and the device explanted.